Manufacturer narrative:
Several attempts have been made to the customer to obtain the repair status of the iabp unit. A getinge service & sales manager was advised by the customer that the main board has not yet been ordered. The customer is reportedly awaiting an explanation of the failure and has decided to complete the repair of the iabp unit themselves. The getinge representative advised that the customer has several other pumps and the repair of this unit is not critical for them. Therefore, no expected date has been provided as to when the repairs will be completed. At this time, no further action is required by the manufacturer. A supplemental report will be submitted if additional information becomes available. Update fields: b4, g4, g7, h2, h10.

Event description:
It was reported that during use on a patient, the display monitor of the cs300 intra-aortic balloon pump (iabp) froze, and after restart when when the logs were printed " electrical failure #4" was observed. The nurses used a new iabp, and therapy continued without patient harm. In addition, it was subsequently reported by the facility's perfusionist who is also the service engineer that the first time this issue occurred was after he replaced the new datasettes under the field service corrective action (fsca). Since then, he attempted to put back the old datasettes in the iabp, but the same failure occurred. . No adverse event was reported.

Manufacturer narrative:
A getinge company representative visited the event site to investigate and was able to duplicate the reported failure. All tests were carried out, and the iabp was not returned to clinical use. The company representative has recommended that the customer order a new main board with datasette for replacement in the unit and the old main board with fsca parts will be sent back to getinge's manufacturing site. A supplemental report will be submitted, if further information is provided.

Event description:
It was reported that during use on a patient, the display monitor of the cs300 intra-aortic balloon pump (iabp) froze, and after restart when the logs were printed " electrical failure #4" was observed. The nurses used a new iabp, and therapy continued without patient harm. In addition, it was subsequently reported by the facility's perfusionist who is also the service engineer that the first time this issue occurred was after he replaced the new datasettes under the field service corrective action (fsca). Since then, he attempted to put back the old datasettes in the iabp, but the same failure occurred. No adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. Additional information has been requested, and we will report accordingly when it becomes available.

Event description:
It was reported that during use on a patient, the display monitor of the cs300 intra-aortic balloon pump (iabp) was freezing with an alarm on printer of electrical failure #4. The nurses took a new iabp, and therapy continued without patient damage. No patient harm, serious injury or adverse event was reported.